Event description:
The initial reporter complained of discrepant results for 1 patient tested for hbsag g2 elecsys e2g 300 v2 (hbsag) on a cobas e801 module. On (B)(6) 2021 the initial result was 1.55 coi (positive). The repeat result was 1.59 coi (positive). On (B)(6) 2021 hbsag confirmatory testing was performed on this sample. The result interpretation was positive. On (B)(6) 2021 a new sample was obtained and the initial result was 0.396 coi (negative). The repeat result was 0.350 coi (negative). The questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. A general reagent issue was not identified. The cause of the event could not be determined.